Event description:
Reportedly, an error message was displayed when attempting to interrogate the subject ICD with a programmer. The issue could not be solved after the programmer was rebooted several times. Proper interrogation of a pacemaker could be performed with the same programmer.

Event description:
Reportedly, an error message was displayed when attempting to interrogate the subject ICD with a programmer. The issue could not be solved after the programmer was rebooted several times. Proper interrogation of a pacemaker could be performed with the same programmer.